Event description:
Boston scientific received information that this patient received five shocks for sinus tachycardia with this implantable cardioverter defibrillator (ICD). The five shocks were delivered within one episode and therapy was exhausted. The device was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.